Event description:
The patient presented with high impedance. It was noted that the patient was having more seizures and felt a zap in the chest with stimulation. The physician's assistant believed the patient may have damaged the lead during a fall caused by a seizure. Per clinic notes the patient's seizure frequency increased since march or april, and seizures occur daily. This was the same time she started feeling the intense shock in her chest (midsternal area) which occurred with vns stimulation when she was laying on her left side. When high impedance was observed, they tried changing settings but the high impedance persisted. The device was disabled. The patient's lead was replaced. The explanted lead has not been received by the manufacturer to date. No other relevant information has been received to date.